Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer experienced an error 40096. Error 40096 and 311 and 307 observed in logs. Tse walked caller through hard power cycle of system with no change. There was no report of patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced pn: 380731-47 viewer to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The surgeon side console (ssc) viewer was analyzed and the logs were checked and found errors 40096, 311 and 307 were observed in lighthouse (aperture). Customer tried power cycling system with no change. Error 311 pointing to gold image and possibly sdch issue, the reported issue was replicated on site. Ssc was programmed on site and failure did not return. Performed a visual inspection and found no problem related to reported issue. Installed on an internal eft system and was unable to verify reported issue during system testing. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue.